Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error during the priming process. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The device was not exposed to a high magnetic field either. There were no motor position encoder error alarms in the alarm history as well. However, the insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to slightly tilted and loose drive support disk. Upon visual inspection of the motor had corroded home switch. Unable to confirm motor position encoder error alarms due to several displayable history crc check failed on startup alarms in the history file due to a corrupted history file. All operating currents are within specification. The insulin pump passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, prime test, off no power test and excessive no delivery test. No unexpected low battery or off no power alarms noted. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window and scratched reservoir tube window.